Event description:
The account alleged the patient pendant does not function and that bare metal wires are exposed. No patient impact.

Manufacturer narrative:
The account found the patient pendant cable assembly is pinched and cut and the patient pendant label is torn. The account does not know how the damage occurred. The account replaced the patient pendant cable and pendant assembly to resolve the issue.